Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting down. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.